Manufacturer narrative:
H3 device evaluation - the lock screw driver was examined with the aid of a 5x loop. The fracture is skewed relative to the driver's longitudinal axis with the fracture being multi-planar. It is unclear if all the planes reflect strictly tightening application. Prior damage may have been incurred in prior usage which may have included clockwise, counterclockwise, and/or bending moment application. The cause for the failure is unknown as is the devices use history. Review of device history records found twenty-one pieces of lot 10914ts were released for distribution on 5/29/2019 with no deviation or anomalies. Two-year complaint history review (2.9.2019-2.9.2021) found one (1) previous report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. Upon tightening the lock screws the tip of the loc-screw torque driver (39-rd-0060) broke off. The tip was retrieved, and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor inventory manager evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. Upon tightening the lock screws the tip of the loc-screw torque driver (39-rd-0060) broke off. The tip was retrieved, and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.